Event description:
It was reported surgical intervention was undertaken wherein one of the patients extensions was explanted and replaced resolving the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The event date is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14108. Related manufacturer reference number: 1627487-2021-14109. It was reported the patient experienced ineffective stimulation resulting in the patients dystonia symptoms returning and the patient being hospitalized. Diagnostics found high impedance on the leads. Surgical intervention may be pending to address the issue.